Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right subclavian vein using an indigo system aspiration catheter 7 (cat7), indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), a non-penumbra sheath, and a guidewire. During the procedure, while making the first pass with the cat7, the physician fractured the cat7 at the proximal end. Therefore, the cat7 was removed. The procedure was completed using another cat7 and the same sheath. There was no report of an adverse effect to the patient.